Event description:
Report status: malfunction. Report rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the rx zeta stent was directly implanted at 8 atm. As an indentation was observed in the stent, the zeta balloon was used to perform post-dilatations at 12 atm and 14 atm. During the third inflation at 14 atm, blood backflow was observed and a pinhole rupture was found in the distal end of the balloon. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the balloon rupture. Results and conclusions summation-product performance engineering noted that the lesion was heavily calcified, no predilatation was performed, and a dent was observed in the stent after direct stenting. The dent on the stent implant may have been a result of interaction of the sds due to no predilatation. It is recommended in the IFU to: "pre-dilate lesion with ptca catheter." Also, the IFU contraindicates the use in: 1) "heavily fibrotic or calcified lesions that cannot be pre-dilated" 2). "Patients who exhibit angiographic or clinical evidence of existing thrombosis."